Manufacturer narrative:
(B)(4). Device coding: above rated burst pressure (rbp). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The balloon was tightly folded with the stent implant stationary on the balloon between the markers. The reported failure to deploy or balloon rupture was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using a femoral artery access approach during a procedure of the mildly calcified, mildly tortuous, 80% stenosed, de novo right coronary artery (rca) deployment of the 3.5 x 23 mm zeta stent delivery system (sds) was attempted up to 24 atmosphere (atm) but the stent would not expand; it was suspected as a balloon puncture. The device was removed without reported issue. A second zeta sds was used without issue in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.